Event description:
On (B)(6) 2012, the patient's mother (reporter) contacted animas reporting that the patient came home from school with a 471 mg/dl blood glucose result and was vomiting. The reporter corrected her blood glucose level using the pump. When the patient came home, the pump was disconnected and the infusion site/set and cartridge was changed. When the reporter attempted to complete the prime process, she stated the pump was able to complete the rewind and load steps but was not able to prime. The pump reportedly did not emit any alarms. She claimed the pump indicated 20 units was primed but she did not see any insulin come out of the tubing. When she removed the cartridge, and noticed that the cartridge was wet. The reporter manually primed the cartridge and was able to see insulin drops come out. The patient's blood glucose was at 462 mg/dl and was still vomiting during the animas call. The reporter administered a correction bolus by injection. The reporter attempted to prime the pump again on the phone with animas but the pumped did not prime again. She stated that the only time the cartridge would leak would be during the prime step. This complaint is being reported due to the following conclusions: the patient reportedly experienced elevated blood glucose levels with symptoms indicative of a serious injury. In addition, the reported issue was not resolved with troubleshooting. The patient was advised to implement a backup plan and to return the pump to animas for investigations. Animas sent a replacement pump to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed an "empty cartridge" alarm on (B)(6) 2012 at 7:31am; insulin delivery was found not to resume until 4:07pm. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The rewind, prime and load cartridge steps were successfully performed with no alarms. The force sensor calibration was found to be within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A cartridge with 100 units correctly loaded into the pump. A "loss of prime" was induced during testing; the pump gave the appropriate warnings. The pump was also primed until the cartridge was empty; the pump gave the appropriate audible and "empty cartridge" alarm. The pump was opened and no damage was found to the force sensor circuit. There was no evidence of insulin observed inside the cartridge compartment. No loss of primes occurred during testing, the reported complaint was unable to be duplicated during testing.